Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the inability to remove the gripper line and the piece of line left in the patient. It was reported that the first mitraclip was deployed in the patient with functional mitral regurgitation (mr) reducing mr from 4 to 3-4. The second clip was inserted and ready for deployment with mr reduction at 2-3. Gripper line removability was successfully established prior to beginning clip deployment. The lock line was removed and the clip was deployed, but the gripper line was unable to be retracted. Thirty minutes was spent performing trouble shooting maneuvers, but these were not successful. An instrument was advanced percutaneously to the clip and the gripper line was cut near the clip. Most of the gripper line was removed, but there is still some gripper line left in the patient. A third clip was deployed reducing mr to 1-2. The patient remained stable throughout the procedure. The patient was extubated after the procedure without issue. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). A definitive cause for the reported hypotension and ventricular tachycardia could not be determined. The reported patient effects of hypotension and ventricular tachycardia are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2018 the patient had an orthotopic heart transplant, but post operative complications, such as rejection and dysfunction of the graft, pneumonia, renal failure, and multi-system organ failure occurred. The patient was transitioned to comfort care. The patient expired on (B)(6) 2018. In the opinion of the physician, the death and the post operative complications are not related to the mitraclip device and procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device including the gripper line was returned for evaluation and the reported difficulty removing the gripper line was confirmed. The total length of the returned broken gripper line was within specification; thus, the returned gripper line length has been accounted for. As it was reported that the gripper line was cut at the implanted clip site, it is possible that a portion of the gripper line may have remained in the patient anatomy; therefore, it cannot be confirmed if any line was left in the patient. The reported patient effect of failure to retrieve mitraclip system components is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30 day medwatch report, additional information was received that the clip delivery system was removed and then the cutting tool was inserted to cut the gripper line. It is unknown if there was any gripper line left in the implanted clip.